Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. No high current drain or other device anomaly was identified during analysis. Further testing of the battery cell found no anomalies, and the device did not enter safety mode after being connected to the external power source for over one week. In conclusion, laboratory analysis was unable to reproduce the condition that caused the device to enter safety mode, and analysis of the battery found no anomalies.

Event description:
It was reported that during the implant procedure when the leads were connected to the device, prior to pocket closure, the pacemaker entered safety mode. Subsequently it was attempted and not implanted. A new device was successfully implanted, and no adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that during the implant procedure when the leads were connected to the device, prior to pocket closure, the pacemaker entered safety mode. Subsequently it was attempted and not implanted. A new device was successfully implanted, and no adverse effects were reported.